Event description:
It was reported that "the arthroplasty was revised due to a migrated cup, dislocation. The pt had secondary bone loss. The acetabular cup and liner and femoral head were revised. The components were implanted in situ for 3.14 y. The pt presented a ucla score of 2 three months prior to revision surgery and a maximum ucla score of 2 since implantation."

Manufacturer narrative:
Device not returned. Medical records and x-rays were not provided to stryker for review due to irb constraints at our institution retained at drexel implant research center. No eval will be performed. If device becomes available with add'l info a supplemental report will be issued.